Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The patient indicated that the pain being treated with the evoke scs system has resolved, hence the evoke scs system was turned off. The physician suspected that the pain could be attributable to si joint and subsequently administered pain-relief injection in the vicinity of the cls implant site.